Event description:
A device was returned to the third-party service center for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, there were findings not associated with the issue being reported, there is a presence of cosmetic defect such as debris on lcd screen, scratches on upper enclosure, bottom enclosure damaged. The bottom and upper enclosure and the ui panel were replaced. The device was corrected and recertified.